Manufacturer narrative:
(B)(4). Date sent: 10/13/2020 d4: batch # t5eg5m device analysis: the analysis results found that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as the device performed without any difficulties. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # t5eg5m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information recevied: the oozing occurred from the unformed staples. Additional hand sutures was stopped oozing, but the operation time was delayed about 30 minutes. Dr. Didn¿t comment the cause of the unformed staple.

Event description:
It was reported that during a sei-open colectomy, some staples were unformed, and oozing occurred at the 2nd firing on the colon. The amount of the bleeding was unknown, and no blood transfusion was required. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.